Event description:
Patient had two vein grafts anastomosed with aortic connectors. One year postoperatively, cardiac catheterization demonstrated both grafts were occluded and stents were placed. The patient had a history of hypertension.